Event description:
A report was received that the pt's leads are poking up under the skin and causing the pt discomfort. The pt will undergo a revision for the leads.

Manufacturer narrative:
Additional information was received that patient's leads were explanted. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the leads revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient's leads are poking up under the skin and causing the patient discomfort. The patient will undergo a revision for the leads.